Manufacturer narrative:
Additional information: this initial medical device report was initially submitted as an initial and follow-up. Per the food and drug administration, this is being re-submitted as an initial only. Manufacturer narrative: the reason for this complaint was to report a design issue with the impaction fixture, 804-15-102. The healthcare professional indicated there was no delay in surgery and another suitable device was not available for use. The surgery was completed as intended. The device was not made available to djo surgical for examination. The (B)(4) product complaint for the turon impaction fixture was the first one for part number 804-15-102. The turon impaction fixture revision a release was in october of 2011, approximately 3.2 years prior to this pcr. After the review of the product complaint, an inspection was done of turon impaction fixtures in distribution services (ds). Three impaction fixtures were located: tray (B)(4) (impaction fixture lot 52748l02a) (same lot as from (B)(4)). Tray (B)(4) (impaction fixture lot 101521l01). Tray (B)(4) (impaction fixture lot 57074l05a). All three of these devices had worn surfaces, with slightly less surface area being affected. The location of the wear marks was the same. The impaction fixture and humeral stem from the product complaint were not returned to djo for examination. The device history record (DHR) from lot 52748l02a was examined and no discrepancies were identified. The stem lot from the product complaint report (pcr) was not reported to djo, so its DHR could not be examined. The major risk factor is that the acetal copolymer may embed itself in the stem titanium plasma spray coat, and the stem may subsequently be implanted without the contamination being detected. The acetal copolymer (per material specification (ms): (B)(4)) is qualified for use in medical device instruments for short term patient contact, but not qualified as a material biocompatible enough for long term implantation. Inflammation may result. In addition, any titanium plasma spray area with polymer adhering to it could interfere with attachment and binding with surrounding bone tissue, potentially promoting osteolysis. Feedback from the surgeon stated that the polymer strongly embeds itself into the titanium plasma coat and it cannot be removed in the operating room (or) with any significant success. The strong adhesion of the polymer to the stem may not be readily apparent when first noticed, and a surgical delay may occur in attempts to clean, wipe, scrape, or flush off the polymer from the stem. Djo specification (B)(4) allows two supply sources for the acetal copolymer, ticona (hoechst celanese) m25 and basf h2320. (B)(4) requires the colorants to be compliant with FDA 21cfr178.3297, (B)(4). The containment is being managed by (B)(4) and CAPA (B)(4). The containment affects both the turon impaction fixture 804-15-102 and the rsp impaction fixture 804-03-053. The root cause of the problem is the design and material selection of the 804-15-102 impaction fixture allows the black polymer to wear off on the titanium plasma spray coat when the turon humeral stems are impacted.

Event description:
Instrument failure - design issue with the block instrument. It causes the humeral stem to become wedged in the block; causing grooves, gaps and contamination from the block in the porous coating of the stem when it's impacted. The representative usually adjusts the technique to compensate for the issue to avoid this complication.

Manufacturer narrative:
The reason for this complaint was to report a design issue with the impaction fixture, (B)(4). The healthcare professional indicated there was no delay in surgery and another suitable device was not available for use. The surgery was completed as intended. The device was not made available to djo surgical for examination. The (B)(4) product complaint for the turon impaction fixture was the first one for part number 804-15-102. The turon impaction fixture revision a release was in october of 2011, approximately 3.2 years prior to this pcr. After the review of the product complaint, an inspection was done of turon impaction fixtures in distribution services (ds). Three impaction fixtures were located: tray fa a1045335 (impaction fixture lot 52748l02a) (same lot as from (B)(4)). Tray fa a2720417 (impaction fixture lot 101521l01) tray fa a1045343 (impaction fixture lot 57074l05a) all three of these devices had worn surfaces, with slightly less surface area being affected. The location of the wear marks was the same. The impaction fixture and humeral stem from the product complaint were not returned to djo for examination. The device history record (DHR) from lot 52748l02a was examined and no discrepancies were identified. The stem lot from the product complaint report (pcr) was not reported to djo, so its DHR could not be examined. The major risk factor is that the acetal copolymer may embed itself in the stem titanium plasma spray coat, and the stem may subsequently be implanted without the contamination being detected. The acetal copolymer (per material specification (ms): ms#03) is qualified for use in medical device instruments for short term patient contact, but not qualified as a material biocompatible enough for long term implantation. Inflammation may result. In addition, any titanium plasma spray area with polymer adhering to it could interfere with attachment and binding with surrounding bone tissue, potentially promoting osteolysis. Feedback from the surgeon stated that the polymer strongly embeds itself into the titanium plasma coat and it cannot be removed in the operating room (or) with any significant success. The strong adhesion of the polymer to the stem may not be readily apparent when first noticed, and a surgical delay may occur in attempts to clean, wipe, scrape, or flush off the polymer from the stem. Djo specification ms#3 allows two supply sources for the acetal copolymer, ticona (hoechst celanese) m25 and basf h2320. Ms#3 requires the colorants to be compliant with FDA 21cfr178.3297, which is the specification for polymers in contact with food. Ticona has biocompatibility studies supporting short term medical instrument use of the celcon m25 material without colorants (m25 cf2888 natural - FDA master file(B)(4)), but no long term studies of implanted products made from acetal copolymer. The acetal copolymer m25 without colorant is milky white. Quadrant engineering plastics data show the celcon m25 without colorants has met biocompatibility requirements for (B)(4). The turon impaction fixture color specification per ms#3 is black with a product code of cd 7068. Quadrant provided a toxikon iso (B)(4) cytotoxicity test report to djo for the m25 polymer with the same cd 7068 colorant (quadrant project (B)(4)), and the conclusion stated "the test article does not meet the requirements of the test and is considered to have a cytotoxic effect." The cell culture evaluation criteria after 48 hours showed severe grade level 4 reactivity. The potential grade levels ranged from 0 to 4. Some other acetal copolymer colorants do meet the iso (B)(4) cytotoxicity requirements. The same black acetal copolymer affects the reverse shoulder prosthesis (rsp) impaction fixture 804-03-053, which is used with rsp monoblock stems with a titanium plasma spray coated external shell. The turon post market surveillance report from 01 january 2009 through 31 december 2014 was reviewed. There were a total of (B)(4) turon implant products sold in this five year period with 202 pcrs. If polymer contamination of the stem would cause a significant problem, it would most likely result in a complaint of type device loosening, poor fixation, or pain. During this surveillance period, there were 11 pcrs for device loosening, 2 pcrs for poor fixation, and 9 for pain. The number of potential pcrs resulting from polymer contamination is very small, a worst case of 22 pcrs in (B)(4) sales or .082%. The containment is being managed by (B)(4). The containment affects both the turon impaction fixture (B)(4) and the rsp impaction fixture (B)(4). The root cause of the problem is the design and material selection of the (B)(4) impaction fixture allows the black polymer to wear off on the titanium plasma spray coat when the turon humeral stems are impacted.

Event description:
Instrument failure - design issue with the block instrument. It causes the humeral stem to become wedged in the block; causing grooves, gaps and contamination from the block in the porous coating of the stem when it's impacted. The representative usually adjusts the technique to compensate for the issue to avoid this complication.